Event description:
It was reported that the user missed a dinner meal announcement and sought guidance on appropriate actions after a missed meal announcement, with no reported impact on blood glucose and no device alerts or alarms. Symptoms included no adverse clinical effects. Outcomes included no change in health status and no need for medical intervention. Customer care agent provided user education regarding proper use, including advising that meal announcements can be entered within 30 minutes of starting to eat and that users should avoid announcing meals after 30 minutes to prevent insulin stacking. Investigation of this case revealed no device malfunction and no component performance issue, and the event was attributed to user handling and use error related to meal announcement timing. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incorrect timing of a meal announcement.